Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 09/2024). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, air was allegedly leaked when a syringe was connected to the introducer needle and aspiration was performed. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, air was allegedly leaked when a syringe was connected to the introducer needle and aspiration was performed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport MRI isp implantable port, one flushing connector loaded onto a groshong catheter, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one vein pick, two cath-locks, one syringe, one j-tip guidewire with a guidewire hoop, one 8.0fr introducer peel-apart sheath and vessel dilator, one safety infusion set, and one tunneler were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported air/gas in device and identified fracture issues, as multiple cracks were noted throughout the introducer needle hub. An in-house syringe was used to infuse the introducer needle and leaks from the hub were observed. Aspiration was attempted and was unsuccessful; only air was aspirated. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 09/2024), g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.